Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had low voltage alarms and damage without "green gook" substance on the black lead of primary controller. Log files were sent for review. It was noted that the "green gooky" substance is usually indicative of damage to a cable. Cable damage was not suspected based on the data recorded here. The event log file recorded several low power advisory and power cable disconnect events while connected to battery power on (B)(6) 2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. This is usually associated with a poor connection between the battery contacts and the battery clip contacts. It seemed that the customer had observed damage to a power lead. The customer had cleaned both the battery clips and batteries on the patients last visit and inspection showed no damage or debris.

Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) having a damaged power cable was not able to be confirmed, as the product was not returned for evaluation and no photos were submitted for review. The reported events of abnormal low voltage advisory and power cable disconnect alarms were able to be confirmed by review of the submitted log files. The event log files collectively contained data spanning approximately 6 days (14oct2024 to 16oct2024 and 27oct2024 to 31oct2024 per timestamp). Intermittently throughout the data, abnormal low voltage and power cable disconnect alarms were observed while the controller was connected to battery power. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly dropping below either of the designed alarm thresholds. The alarms did not impact operation of the pump. The root causes of the reported events could not be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Additional log files were sent for review on 31oct2024. The patient was currently in clinic with a recent history of low voltage advisories. The patient had not started using the new clips. The 5 low voltage advisories in this set of log files were due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.